Manufacturer narrative:
This report is filed on (B)(6) 2017.

Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced pain and headache resulting in the performance decrement. Subsequently, the device was explanted on (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery.